Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 3 on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) indicated that they had disconnected during dwell without following proper procedures. The hp then reconnected in the drain cycle using aseptic technique. The tsr assisted the patient in clearing the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the patient disconnecting incorrectly from the setup is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.